Manufacturer narrative:
Covidien reference: (B)(4). The covidien authorized customer service engineer (cse) evaluated the ventilator and verified the malfunction. The cse replaced the printed circuit board (pcb) touchscreen controller board to resolve the issue.

Event description:
It was reported that during testing, a ventilator was powered on and the unit was cycling as intended. However, the touch screen functions were not working. There was no patient involvement.